Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms post 46 joule shock delivery. It was reported that the physician was performing testing to verify integrity related to a gradual increase in impedances from 61 ohms to 105 ohms over a 7 year spread. The patient had a competitor's generator. Boston scientific technical services (ts) discussed findings, troubleshooting and advised a lead revision procedure. No adverse patient effects were reported. Additional information indicates that this patient underwent system integrity testing. The system properly detected, treated and terminated ventricular fibrillation (vf). No out of range measurements were observed during the test. The physician plans to continue to follow this patient routinely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.